Event description:
It was reported that the patient presented for a routine generator change procedure. Prior to the procedure, noise oversensing was noted on the right atrial (ra) lead. The physician elected to cap and replace the ra lead on (B)(6) 2025. The patient condition was stable.